Manufacturer narrative:
Weight: unknown; requested but not provided. Device evaluation: the device was not returned at the manufacturing site, as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing hazy, glare, day driving, and "vaseline smudge" in their left eye (os) with an intraocular lens (iol). The patient is unable to see with the camera or see to edit pictures. Therefore, the lens was explanted. It was reported patient had waxy distance vision. The osi (objective scatter index) was high post-op (generally >3). Patient maintains good j1 near acuity and good quality of vision near. The patient's pre-operative (op) visual acuity was counting fingers (cf) 3 feet 20/20 and post-op uncorrected 20/20 -2 and best corrected visual acuity 20/20. The intended target was -0.24 se (spherical equivalence). There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. A non-johnson and johnson iol was implanted in the patient's eye. Patient is stated to be very happy post-operation. The iol will not be returned for investigation as it was discarded. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 21, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the suspect lens was received in a plastic insert with plastic wrap. Visual inspection under magnification revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected under magnification and no issues were observed. No issues that could cause or contribute to the complaint issues were identified. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.